Event description:
On 3/6/97, the facility nurse contacted the manufacturer's (MFR) clinical specialist and provided the following info concerning this event: on 11/13/96, they were unable to get blood return via the device. Add'l, the pt complained of a "funny sensation" in the area above the device site. The fluids flowed freely only when the pt took a deep breath. Urokinase was instilled into the device without results. Upon explant, the device was reported to have leaked at the point of the first rib and the clavicle. The device was discarded upon explant. No further details were provided.